Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred because the light guide plug was immersed in liquid, resulting in image whiteout and a scope communication error (error e216), and the universal cord cable was corroded, causing occasional interference texture in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a whiteout image, a scope communication error (error e216), and occasional interference texture in the image. There was no patient involvement.